Event description:
We were unable to stop the flow of medicated irrigation fluid from the interpulse suction tube to the surgical field. Irrigation fluid leaked profusely around hand piece. We were unable to control the leaking despite efforts to clamp the suction tubing closed.no patient harm.

Event description:
We were unable to stop the flow of medicated irrigation fluid from the interpulse suction tube to the surgical field. Irrigation fluid leaked profusely around hand piece. We were unable to control the leaking despite efforts to clamp the suction tubing closed.no patient harm.